Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, ring cover, and battery drawer are broken. Analysis also found one case screw, high rate cover, both bails, and both bail covers are missing. (B)(4).

Event description:
It was reported the case is damaged. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.